Manufacturer narrative:
Additional 510(k) # that also applies to this complaint: k160533; k161523. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) to treat a bilateral deep vein thrombosis (dvt) using an indigo system catd aspiration catheter (catd). It was noted that the angle of access was acute and difficult to access. During the procedure, the physician completed two passes using the catd, then noticed that the catd became kinked; therefore, it was removed. The procedure was completed using another catd. There was no report of an adverse effect to the patient.